Manufacturer narrative:
External insulation abrasion was noted 49.0-49.5cm from the distal tip, consistent with lead friction to the ICD can. The sensing conductor etfe coating was intact at this location. This is consistent with the observation from the field of noise and inappropriate therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for a scheduled lead revision and generator replacement due to normal eri. The earliest episode of noise was noted to have occurred on (B)(6) 2016. It was mentioned that the patient had received multiple inappropriate high voltage therapies due to lead noise. The noise was not reproducible in-clinic and all other lead measurements were stable and in-range. Lead was explanted and replaced without adverse event and the procedure was concluded successfully. The patient was stable before, during, and after the procedure. The patient will continue to be monitored.